Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump buttons responded properly. No moisture damage on button keypad trace noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer received a motor error alarm during a fill cannula. The customer stated they were unable to clear their alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on the insulin pump. It was also found the customer had dropped their insulin pump a week prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.